Event description:
The catheter was being utilized for a diagnostic imaging procedure when it kinked between the connection of the tip and the shaft. The catheter was drawn back and removed with the sheath. There was no reported injury to the pt.